Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the first valve placed too low due to patient anatomy and disease process leading to severe pvl and high gradient. The gradient across the newly implanted valve was 35mm hg. A second valve placed in the intended position, without pvl or high gradient. The team had no allegations of any malfunction of any edwards' devices. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak.

Manufacturer narrative:
Additional information was received during investigation from the field clinical specialist (fcs) at the case, clarifying the "high gradients". After confirming the case details, the fcs confirmed there was no central leak. When asked about the cause of the high gradient, she indicated that the placement of the first valve did not fix the gradient. She further clarified that the first thv valve was placed in a pre-existing mitral valve, which had a gradient of 35 mmhg prior to intervention. After confirming the patient's name, hospital and case, the fcs confirmed that the incorrectly previously reported the procedure as an aortic valve procedure, when it was in fact a mitral valve procedure. To clarify, this patient had a pre-existing non-edwards surgical mitral valve that had a high gradient. The initial thv valve was placed, but landed low with pvl. The pre-existing high gradient remained. A second thv valve was placed, correcting the pvl and the high gradient. With this new information, the thv in thv will be reported through thv tvt registry exemption number e2016006 and no longer requires an individual 3500a report. As such this MDR was reported in error and a corrected supplemental report is being submitted.